Event description:
Received information from a patient in october 2006 indicating they experienced a shock on several occasions after going through security device/theft detectors. The patient also reported experiencing a loss of stimulation. The exact dates of proximity to theft detectors were not provided and the patient did not reveal names of companies or retail establishments they had visited. The medtronic representative reviewed troubleshooting steps with the patient's spouse. The patient then attempted to turn the stimulation on while talking to the representative, but was not able to resolve the issue. The patient provided they could not feel stimulation, even when using the highest setting. The representative redirected the patient to report symptoms to their physician. Additional information has been requested by medtronic from the health care professional regarding the reported event. No report of device explant has been received. A supplemental MDR follow-up report will be sent to FDA if additional information becomes available.